Event description:
A patient previously implanted with an evoke spinal cord stimulation (scs) system was evaluated for inadequate stimulation. An impedance check confirmed disconnected electrodes. X-rays were obtained and confirmed damage to the lead. A lead revision was completed. The patient reported a fall two (2) months prior to the reported event. The evoke scs system did not cause or contribute to the patient¿s fall.

Manufacturer narrative:
Investigation of this event is in progress. Once the investigation is complete, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: section d4 - expiration date, section d9 - 9. Date returned to manufacturer, device returned to manufacturer, section g3 - date received by manufacturer, section g6 - type of report, section h4 - device manufacture date, section h6 - evaluation codes, section h10 - manufacturer narrative. The device was returned to saluda for analysis. The device passed visual inspection. The lead failed functional testing, with high and low impedances, a disconnected electrode identified, and an intermittent shorting observed within 2 adjacent channels. The device logs were reviewed, and high impedances and a shorted electrode were identified. The root cause of the observed issues could not be definitively determined. The evoke scs surgical guide states "the risks associated with the implantation and use of a spinal cord stimulation system include: undesirable changes in stimulation sensation and/or location and the patient may require surgery (including revision, explant, and replacement) as a result." The evoke scs system clinical manual states "electrodes with a cross through them are high impedance (> 4000 o) and may be disconnected. Disconnected electrodes show an impedance of 8 and cannot be used for stimulation or recording."